Event description:
It was reported that an ambulance was involved in a roll over accident. Both patient and medic were injured. The patients injuries were unknown and was life-flighted from the scene of the crash due to their condition prior to the accident. The medic suffered a laceration to the head.